Event description:
Patient reported the menu button on the infusion device is not working at all. Patient tried a new battery; issue persisted. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The complaint can be verified. The menu and check button do not respond. There are particles inside the housing of the menu and check button, and these particles isolate the area of contact inside the button's housing.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.